Event description:
It was reported that this right atrial lead had a dislodgement, high pacing threshold and low amplitude/poor morphology. Ra lead was revised without incident and normal follow up will be planned. No additional adverse patient effects were reported.